Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales associate (csa) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that a small grasping retractor on universal surgical manipulator (usm2) was stuck on tissue. Tse recommended ensuring that the system was faulted by pressing the estop button. After ensuring the system was faulted, tse recommended using the instrument release tool to manually open the instrument jaws. System event logs confirmed that, during a mid-procedure restart, the docked usms failed wiggle test and a joint limit error had occurred on usm2. The issue occurred when the customer was swapping the vision tower from another system onto this system mid-procedure, due to an error. Customer successfully opened the instrument jaws and continued the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the jaws came open on their own. Did not have to use the irk. The customer reported that there was no bleeding or tissue damage. There was no harm to the patient. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was converted to another da vinci cart because the endoscope controller needed to be repaired. There was a color issue which made it hard for the surgeon to see clearly during the gastric bypass surgery.

Manufacturer narrative:
Customer reported that the jaws opened on their own and the irk did have to be used; however, the procedure was converted due to the endoscope controller needed to be repaired. The system was working properly, and no additional action was required. A log review was performed. Per the review, the following was confirmed: the gastric bypass (roux-en-y) was performed on 20-apr-2022 on system sk0788. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an error on the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.